Manufacturer narrative:
Concomitant medical products: 502ag25 mechanical valve, implanted: (B)(6) 2008; 329-754 lead, implanted: (B)(6) 1989. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizziness. The right ventricular (rv) lead exhibited oversensing noise and undefined impedance measurements. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.